Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient indicated for urinary dysfunction reported that everything was "going great" and then ¿all of a sudden" they felt nothing. This occurred on (B)(6) 2016 and the patient was not feeling stimulation and not getting any therapy relief. A loss of therapy was noted. It reportedly felt like the implant was off. The patient had tried increasing stimulation to 5.5v, but they still felt nothing. Therapy was confirmed to be on during the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.